Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. However, correlation could not be made with unique product lot numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: percutaneous extraction of a leadless micra pacemaker after dislocation: a case report. European society of cardiology. 2019. Doi:10.1093/ehjcr/ytz113. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this leadless implantable pulse generator (ipg). It was reported that during the implant procedure, the patient developed a one second phase of loss of capture on the ipg. One day after implant, the patient experienced exit block. Echocardiography confirmed that the device had dislodged and during the day, the device moved at least three times between the tricuspid valve and the right ventricular apex. Each time the device moved, the patient experienced non-sustained tachycardia. The device was subsequently explanted and replaced with a conventional pacing system.